Event description:
As the patient was standing on the platform for weight bearing films, the patient's legs buckled causing the patient to fall. As the patient was falling the patient's foot became wedged in the groove that holds cassettes causing injury to the toe.